Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # 309c22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the CT scan analysis showed no visible damage to the anvil, but the knife wings appear to be missing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife wings were missing from knife. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 309c22, and no non-conformances were identified.

Event description:
It was reported that during a lap sleeve procedure that on first fire, it was a misfire with partial cut on stomach and had malformed staples. No patient consequences reported. Finished case with new stapler.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the beginning of the video shows tissue handling. At the 9:41 mark, a device is introduced with a white reload loaded. At the 9:43 mark, tissue is placed between the jaws. At the 10:17 mark, the jaws are closed. At the 11:18 mark, the device is removed and the bottom of the tissue can be seen with staples, the staples are below the deck and would not see the staple already pierced the tissue almost in full depth. However, the tissue plow at the bottom of the layer could have caused the bleeding, the lack of compression and appropriate vertical control on all staples distal of that point, leading to unformed staples. At the 11:18 mark, the white reload can be seen with all drivers up. At the 11:58 mark, the top of the tissue was not cut nor stapled. Since the knife was under the top layer, for this reason, it was not cut. Based on the video the event described is confirmed, the tissue in the video appears to be excessively outside the indicated range of the white cartridge, which likely created a very high stress situation leading to the failure. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2023.